Event description:
An ambulance that was trasporting a heart pt was involved in a broad side collision. During the accident, the cot fastener hook allegedly broke and the cot came loose from the fastener. The pt allegedly sustained a fractured humerus. The pt expired at a later date, allegedly from complications due to the injury.